Manufacturer narrative:
An event of bleeding behind the aorta noted while coming off of bypass and replacement of the epic valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. Corrected information: h6, h10. Please note previously reported component code, type of investigation codes, investigation findings codes, and investigation conclusion codes no longer apply. The reported event of bleeding could not be confirmed. The investigation confirmed the valve met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 21 mm epic stented porcine heart valve with flexfit system was chosen for implant. After the epic valve was implanted and while the patient was coming off of cardiopulmonary bypass (cpb), bleeding behind the aorta was noted. The source of bleeding was unable to be identified. The decision was made to place the patient back on cpb and replace the epic valve with a 19 mm st. Jude medical (sjm) masters series valve expanded cuff. The procedure was delayed to a total of 8 hours, and the patient received 8 units of fresh frozen plasma (ffp)/platelets/packed-cell volume (pcv). It was reported that the patient remained stable throughout the procedure. The patient had a pre-operative diagnosis of aortic valve stenosis, but the patient does not have any other history of coagulopathy or systemic illness. The epic valve was not suspected by the user to be a potential cause of the bleeding, and there were no performance issues with the epic valve. The physician suspected the aorto ventricular discontinuity to be a possible cause of the bleeding. The epic valve was replaced out of an abundance of caution. There were no other complications after the procedure. The patient status was reported as stable without any permanent injury. No additional information was provided.